Event description:
A user facility reported to olympus that an image was not present after connecting a camera head to the olympus, model otv-s190, visera elite video system center. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a printed circuit board failure. Additional evaluation findings are as follows: 1.) Color did not meet olympus standards due to a printed circuit board failure; 2.) An error "e310" intermittently occurred due to a printed circuit board failure; 3.) Intermittent noise in image due to printed circuit board failure; 4.) Receptacle loose and pins deformed; 5.) Heavy dust accumulation inside the unit; 6.) Front panel noted to have multiple cracks and screws unable to be tightened; 7.) Heavy corrosion found on the tracks of the flat cable between the front panel and the printed circuit board; 8.) Labels missing on the rear panel; 9.) Power switch deformed; 10.) Rusting of components on all boards. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the image did not display due to a faulty printed circuit board. However, the specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.